Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 600 mg/dl. The device alarmed no delivery when the daughter tried to treat her. The caller was advised that they could help the customer troubleshoot. No further details were provided and nothing was replaced or returned.